Event description:
(B)(4) trial. It was reported during a percutaneous coronary intervention (pci) with stent implantation side branch closure occurred. The patient presented due to stable angina and was referred for cardiac catheterization. The target lesion was located in the mid left anterior descending artery (lad). It was described as 26mm long, with a vessel diameter of 3.5 mm and 70% stenosis. The lesion was treated with predilation and implantation of a 3.50 mm x 28 mm ng promus stent, with 0% residual stenosis. After stenting the target lesion, abrupt closure of the 2nd diagonal branch was reported. The branch was ballooned and re-open. A spiral dissection of diagonal branch was also reported. The patient was discharged the following day on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).